Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic cholecystectomy, on the ligament duct, after the tissue was clamped by t he clip, the front end was not closed, and when the surgeon wanted to remove it, they were afraid of tearing the tissue. They re-clamped a new clip aside to complete the surgery. There was no patient injury.